Event description:
Customer reported that her sensor cannula broke into her skin and her skin was infected. Customer stated that it had happened two times and she was able to remove the pieces that it was stuck in her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Visual inspection of one opened and used sensor showed a broken electrode.